Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.

Event description:
The pt suddenly experienced a decline in performance with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplatation surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear americas.